Event description:
The patient reported experiencing elevated blood glucose of 16-20 mmol/l (288-360 mg/dl) for several weeks. Her normal blood glucose range is 7-8 mmol/l (16-144 mg/dl). She also reported experiencing air in the insulin cartridge and adapter this week. She changes the insulin cartridge and adapter every 10 days. She reported experiencing the same issue in (B)(6) 2009. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.